Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Right side of the frame is bent.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Other, other/defective. R: right side frame bent retainer asbly. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Right side of the frame is bent.